Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to a1, b6, b7, h6 and h11. B5: during follow up, it was clarified that the event occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. Correction made to e1: initial reporter first name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Update made to f10/h6: health effect - impact codes: replace f27 with f26. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.